Event description:
The facility reports the resident hung in the sling in the hoist. The resident had a spasm, causing the right leg to go up and the sling to come off the hanger bar. The resident slipped to the floor, but suffered no visible injuries. Upon examination by the facility, the sling found to be in acceptable condition.